Event description:
Customer reported a malfunction 12 error code with their insulin pump, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Following the recurring malfunction issue after reset attempts, technical support provided instructions for resetting and ultimately decided to replace the pump. Meanwhile, the customer will use multiple daily injections (mdi) as backup insulin therapy. Additionally, the customer was guided on returning the defective pump to tandem using a pre-paid label.